Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an evar procedure on a (B)(6) male patient on (B)(6) 2014, the zenith flex main body was inserted. The physician commented that the captor valve on the mainbody delivery system was leaking throughout the duration of the case. Grafts were implanted but the delivery systems were removed normally as with any evar. The physician told the scrub techs to save the delivery system so that the rep could return it and report the problem. The physician reported that the estimated blood loss from the leaking valve was approx 300ml. One unit of blood transfused post-op to counter blood loss. The complainant has not reported any adverse effects on the patient due to this occurrence.